Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 11 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was cut in the course of the surgery. The visual inspection revealed that the inner and outer conductor coils were found elongated what occurred most likely during the explantation procedure. Due to the damages the mechanical and electrical inspection of the lead segment was not properly feasible. In summary, the lead was found cut upon receipt, which occurred most likely during the surgery. The analysis of the available lead segment did not reveal any indication of a material or manufacturing problem.

Event description:
This lead was returned without documentation from medtronic. Per st. Jude medical, this lead was explanted and replace with a one of their leads, but the reason is unknown. Should additional information be received, this file will be updated.